Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin was observed to be leaking from the o-ring near the cartridge septum for two cartridges. Customer reported filling one cartridge with insulin after loading onto the pump. Customer was waiting on new supplies and did not have replacement cartridges. Tandem technical support sent customer new cartridges. Customer¿s blood glucose was 400 mg/dl during the event.